Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received request to change batteries ever after inserting the new one. No harm requiring medical intervention was reported. The device will be returned for analysis.